Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report that the device failed the 30 psi occlusion test at 21psi. The passing specification for the 30 psi occlusion test is between 22-38psi. A review of the serial lot number history indicated no similar complaints associated with this device. The failure mode was confirmed, and the cause was determined to be a calibration issue. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm ) the z-800f infusion pump failed the 30 psi occlusion test at 21. There was no patient involvement. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie that during preventive maintenance (pm) the z-800f infusion pump failed the 30 psi occlusion test at 21. There was no patient involvement.